Manufacturer narrative:
H.6. Investigation: a complaint of clamp not closing was received from the customer. A sample was returned for investigation. Through visual inspection no defects could be seen. When trying to engage and disengage clamp it was noticed that the tubing was easily stuck, and that the clamp had difficulty moving; the customer's complaint was verified. The outer diameter of the tubing was measure and found to be out of specification. A device history record review could not be performed on model ms3500-15 because a lot number was not provided by the customer. The root cause for this failure was determined to be error in the manufacturing process. See h.10.

Event description:
It was reported that unspecified bd¿ tubing leaked chemo and spilled on the rn's shirt. The following information was provided by the initial reporter: material no: unknown batch no: unknown event description per email states: (B)(6) 2020 at 0019: when rn took down the tubing for a completed chemo medication (ifos), the chemo spilled down the front of rn's shirt. The blue clamp that goes into the channel was in the open position that made the hazardous medication that was still in the tubing, leak.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. FDA device problem code: 1354. FDA patient problem code: 2570.

Event description:
It was reported that unspecified bd¿ tubing leaked chemo and spilled on the rn's shirt. The following information was provided by the initial reporter: material no: unknown batch no: unknown event description per email states: (B)(6) 2020 at 0019: when rn took down the tubing for a completed chemo medication (ifos), the chemo spilled down the front of rn's shirt. The blue clamp that goes into the channel was in the open position that made the hazardous medication that was still in the tubing, leak.